Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, the jaw of the harmonic ace instrument was dislocated. The procedure was completed with no patient harm reported.